Event description:
It was reported that the patient presented in clinic for a check. Upon review, the implantable cardioverter defibrillator exhibited inappropriate anti-tachycardia pacing, incorrect shock, and incorrect interpretation of signal. Programming changes were made. Patient was stable.